Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly multiple times. Customer reported that they were able at the times to resume pump use after restarting cartridge and continuous glucose monitoring sessions. Customer resumed insulin delivery successfully. There was no reported adverse effect to the customer's blood glucose level.